Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges unspecified injuries; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the 510k number. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2008) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d1, d3, d4 (catalog no, lot no, expiry date, UDI), d6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11. Corrected field: g4 (510k number). Note:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. It is alleged by patient¿s attorney that on (B)(6) 2008, patient had unspecified injuries. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008- patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex mesh. Per op notes, ¿the hernia sac with omentum was identified in abdominal region and the sac was dissected, a ventralex mesh was placed in the defect and sutured¿. (B)(6) 2008- patient was diagnosed with chronic abdominal pain, thereby underwent open repair with explant of ventralex mesh. Per op notes, ¿the upper midline scar was excised. The right lateral edge was folded downward and had extensive adhesions and adhesiolysis was performed. The ventralex mesh was completely excised and sutured¿. (B)(6) 2012- patient was diagnosed with recurrent incisional hernia, thereby underwent open repair.

Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges unspecified injuries; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. It is alleged by patient¿s attorney that on (B)(6) 2008, patient had unspecified injuries. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient".